Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021 medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient reported he was experiencing pain wearing the orthopak for 24 hrs a day. He said he quit treating for about a week and the pain went away. He then said he tried cutting the treatment time down to 4 hrs a day and that was still causing pain. He says he's now been currently treating for 1 hr a day and experiences no pain. He said he's going try to treat for 2 hours a day and see how he feels. I did tell him to speak with his doctor. Also, I told him that I was going to report this to customer service and that you guys might call him.

Manufacturer narrative:
Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient reported he was experiencing pain wearing the orthopak for 24 hrs a day. He said he quit treating for about a week and the pain went away. He then said he tried cutting the treatment time down to 4 hrs a day and that was still causing pain. He says he's now been currently treating for 1 hr a day and experiences no pain. He said he's going try to treat for 2 hours a day and see how he feels. I did tell him to speak with his doctor. Also, I told him that I was going to report this to customer service and that you guys might call him. No additional patient consequences have been reported. Opak was not returned for further evaluation.